Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (won't power on, damaged case) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to shorted u603 component on the on the ca board. Additionally, the monitor case was cracked. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.